Event description:
It was reported the pt's programmer was showing low battery flag. Follow up identified the pt was to be scheduled for surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.